Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 experienced a cubie failure with a devicenotonbus error. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 cubies were not detected on bus. A field service engineer shut down the station reconnected the cables to drawer 2.1 and 2.2 powered up the station to resolve the issue. The customer performed the acceptance test where all the pockets popped up and popped out were detected on the bus, and the driver was detected closed, customer inventoried successfully. The system functioned as intended after the field service engineer repaired the device.